Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The event occurred in (B)(6). The customer reported that the cleo 90 cannula detached from the base and was manually withdrawn after the device removal. The patients skin was exposed with the infusion drug remodulin this caused irritation and bleeding.